Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem, lot# unknown; item# unknown, unknown liner, lot# unknown; item# unknown, unknown head, lot# unknown. Report source: foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a total hip arthroplasty, the acetabular cup migrated and resulted in a revision surgery on an unknown date. Attempts have been made to obtain additional information; however, none is available.